Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The erbe generator was placed on an in-house system and run in normal mode. The reported failure of error c-33 was confirmed and reproduced. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the integrated electrosurgical unit to resolve the errors. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, error c-33 occurred on the erbe generator when the customer just started procedure. The intuitive surgical inc. (Isi) technical support engineer (tse) requested customer to unplug the power to the erbe generator, wait for a bit, plug it back, turn on the erbe generator, and cycle the vision side cart (vsc) breaker, but the issue persisted. No instruments or cables were connected. All communication cables were reseated, but the error still came back. The tse explained to customer how to connect their external generator. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following additional information: the system function was checked before the procedure and was not able to boot up. The surgery was completed with a backup generator.